Event description:
The end user stated the wheel on the right side broke. The end user stated the lift tipped. The patient was dropped onto the bed. The care giver was able to reset the lift and unhook the patient.